Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the heparin coated silver ion catheter had little nodules on the outer surface over a period of time. Chlorhexidine was used to clean the skin and surrounding area. This was seen in two of their patients. There was no reported patient outcome.